Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for the infection (specific date and duration not reported). The patient was then placed under general anesthesia on (B)(6) 2025 to remove the abutment. The internal fixture remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.